Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test: pass (0.21 vdc). (B)(4) bluetooth pairing test: passed. Data/share log available: no data within issue date. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.